Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-02255. The same patient is represented in each medwatch.medwatch report # 2210968-2013-02256 has received a failure status for duplicate report number. Therefore, the report has been reassigned medwatch report # 2210968-2013-02349 and submitted electronically to the FDA.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to dyspareunia and menmetorrhagia.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and dyspareunia. It was reported that on (B)(6) 2011, patient underwent revision of anterior vaginal incision and removal of previous mesh on (B)(6) 2011 due to erosion of mesh through vaginal mucosa. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scar.

Manufacturer narrative:
(B)(4).